Manufacturer narrative:
The customer indicated the device was discarded.

Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. It was reported that during transport of the patient from the cardiovascular operating room to the cardiovascular intensive care unit, "the tubing separated from a connection by the stopcock." It was reported that blood loss was noted; however, the amount of blood loss was unspecified. The patient's arterial pressure monitoring line was clamped. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse and patient effects. No medical interventions were required. Though requested, no additional information was provided.